Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirt out instead of dripping during priming. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the battery life was diminished and was lasting for less than 1 week. The insulin pump had cracked at the back. The insulin pump had rainbow effect on the screen. When changing the reservoir a piece of plastic chipped off from the reservoir. The insulin pump had an unexplained or random no delivery alarm and had to rewind more than once. The device will not be returned for analysis.